Manufacturer narrative:
The customer stated that qc was erratic. Service was dispatched and on-site for this event on (B)(4) 2011. The field service engineer (fse) replaced all dispense probes and cleaned the wash carousel. The fse ran a system check, which passed the specifications. Hardware is the root cause for the event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a wash buffer leak coming from dispense probe tubing on synchron lx I 725 clinical system. The customer noted a split in the dispense probe tubing. It occurred during a calibration attempt and qc runs. There was no patient result reported with this event. There was no report of injury.